Manufacturer narrative:
Sample analysis: a visual analysis revealed the device returned within the sl-10 microcatheter inner diameter. Both the proximal end of the v-trak delivery pusher and microcatheter have been cut, removed and not included for evaluation. The implant coil is protruding out the distal end of the microcatheter. The retrieval device was engaged with the stretched portion or the implant coil. The proximal end of the delivery pusher was pulled proximally and the coil moved also. The catheter was dissected to carefully remove the device without detaching the device. The device was confirmed to still be attached. However, the proximal most 20" was stretched into wire. The monofilament still remained unbroken. During the manipulation, the coil finally did detach. The delivery pusher was extremely bent and damaged (buckled) at the most distal 2.0" from the distal end. At 3.0" from the distal end, another bend was visible. The microcatheter appeared normal excluding damage at distal tip likely to be from the snare. The root cause of this complaint cannot be determined definitively. Portions of the device were not available for evaluation. We cannot determine if the introducer and or microcatheter may have damaged the device upon the introduction. The device history records were reviewed. No abnormal discrepancies or non-conformances were observed within these builds.

Event description:
It was reported that upon positioning an embolization coil within an previously treated aneurysm, approximately 70% of the coil was deployed when a coil prematurely detached partially within the aneurysm and the microcatheter. This was the fourth coil positioned. The coil was removed successfully using a snare. No harm or injury reported.